Event description:
Reporting status: serious injury. Reporting rationale: allergic reaction has caused or contributed to patient injury previously. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure was in 2008. Predilatation was performed on the lesion, in the mid lad, prior to stenting with a xience v stent. No procedural complications were reported. No discharge date provided. The following month, the patient was experiencing a skin rash and itching which was treated with medication. The symptoms had stabilized four days later. No additional event or patient is available.

Manufacturer narrative:
Results and conclusions summation - allergic reaction, as noted in the xience v IFU, is a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality deficiency. The IFU states that the xience v stent is contraindication for use in pts with hypersensitivity or contraindication to everolimus or structurally-related compounds, cobalt, chromium, nickel, tungsten, acrylic, and fluoropolymers. Since there was no reported product malfunction, there does not appear to be any indications of a stent delivery system (sds) quality deficiency. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.